Manufacturer narrative:
This report is being supplemented to provide the updated lot, expiration date, and manufacturing date. Additional information added to the following fields: d4 (lot). D4 (expiration date), h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was (B)(6) 2025.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported issue was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the reported issue occurred due to the following mechanisms: 1) the loop was placed around the body tissue. 2)the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3)the distal endo of the tube sheath was deformed. 4) the loop got caught in the deformed part of the tube sheath and could not be released. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the snare stopped moving on the single-use ligation device and could not be removed when ligature was performed using a temporary fixation method. The reported issue occurred during a therapeutic polypectomy while resecting a pedunculated polyp. The hand part was then cut off using cutting pliers, the scope was removed, and a new indwell snare was reapplied to remove the polyp. The procedure was extended by about 5-10 minutes. There were no reports of patient harm.